Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising and a blister. There was no alleged device malfunction contributing to the irritation. A visiting nurse advised the garment was too small. Patient was fit with a larger garment. Follow up indicated that the rash has improved.